Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated there was a delivery failure with injuries noted as overdose and withdrawal.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
On (B)(6) 2014, information was received from a healthcare provider (hcp) via post-market clinical study regarding a patient receiving fentanyl (2mg/ml at 1.0475mg/day) and bupivacaine (20mg/ml at 10.475mg/day) via implantable pump. The indication for use was spinal pain. It was reported that the patient had passed away and the death with not related to the device, therapy, or implant procedure. A few days prior to his death, the patient was experiencing bowel and urinary problems along with insomnia. On (B)(6) 2015, information was received from a consumer alleging that the patient's death arose out of the defective manufacture, sale, and use of a malfunctioning medtronic synchromed ii infusion system. The event date, troubleshooting/diagnostics performed, alleged issue, and cause of death were not reported. If additional information is received, a follow-up report will be sent.